Event description:
It was reported that the collimator on the 8800 system, in mag 2, is out of specifications. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Calibrated the collimator and saved files to the system. The system was tested and found to be working as intended and placed back into service.